Event description:
A philips salesperson reported 'when using the neonatal test lung - and neonatal clinical settings - we experienced an ever increasing pressure without ever meeting the set target tv. In addition, the tv insp and expired volumes seemed frozen, where they remained exactly the same, unchanged, for up to 20 breaths or more.

Manufacturer narrative:
(B)(4). While the preliminary analysis indicates that there is minimal health risk and that the device is performing as intended and as designed for the settings chosen, philips anesthesia care is investigating further. A follow up report will be submitted upon completion of the investigation.